Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the universal high torque drill shot sparks out of the end of the device during a routine maintenance inspection at the user facility. After return to the manufacturing facility, it was reported during service inspection that shards of metal were coming out of the front drill housing. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported events of the device sparking was not confirmed, while the device shedding metal shards was confirmed. The device had worn bearings and a worn rotor. A worn rotor and bearings can cause increased friction in the device. This can result in the bearing surface flaking off. Components can fall out of the device because of bearings disintegration. Given the appearance of metal shards when falling out of a rotating device, it is possible for the shards to be confused with a spark, which could potentially explain the reported event.

Event description:
It was reported that the universal high torque drill shot sparks out of the end of the device during a routine maintenance inspection at the user facility. After return to the manufacturing facility, it was reported during service inspection that shards of metal were coming out of the front drill housing. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.